Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance. Technical services (ts) review of the device data was requested, and vector breakdown indicates that the ventricular coil appears to be mainly impacted, however, the atrial coil is also showing high impedance values. Sync shocks were delivered to the patient and ts advised to evaluate the ICD system integrity for potential replacement. Reportedly, the patient remains in the hospital and there is an intention to replace the ICD system. No additional adverse patient effects were reported. Additional information indicates the ICD device was explanted and the right ventricular (rv) lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted as replacement. No additional adverse patient effects.